Event description:
According to the reporter: the pt underwent a laparoscopic cholecystectomy. Post procedure while in the pacu, he developed abdominal distention. He was returned to surgery that same day for an exploratory laparotomy and 800ml of blood was found and drained from the hemoperitoneum. Active bleeding was noted at the cystic artery where 2 hemoclips had been applied. The hemoclips were open on the back portion which allowed bleeding. The hemoclips were removed and new clips were applied.